Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that increased, but within acceptable limits, pacing impedance measurements were reported on the non-bsc right ventricular (rv) lead and the non-bsc left ventricular (lv) lead. Additionally, noise was found on the non-bsc right atrial (ra) lead. Continued monitoring was to occur. Approximately six months later, the non-bsc rv lead displayed pacing impedance measurements greater than 2,000 ohms. It was reported that the device was programme to extended bipolar, therefore, the rv and lv leads were sharing a common anode, which accounted for the increased lv pacing impedance measurements. Noise continued to be present on the ra lead. The lv lead was reprogrammed to true bipolar and the impedance measurements decreased to an acceptable measurement. The patient was scheduled to meet with a physician to discuss an rv lead extraction procedure. To date, no adverse patient effects were reported as a result of this clinical observation.

Event description:
Additional information was received that a revision procedure was performed. The non-bsc rv and non-bsc rv lead were explanted. The device remains implanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.